Event description:
A male pt with a history of pulmonary disease as well as hypertension underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since the aortic fixation site diameter was more than 28 mm. The procedure was conducted as labeled. Final angiography revealed a type I endoleak from the main body proximal neck. Additional ballooning was performed three times, but the endoleak was not resolved. Another MFR's stent was then additionally placed in the proximal neck. After the placement, a resolution of the endoleak was confirmed. The pt has shown signs of recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from the occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. Specific to this case, the IFU provides the sizing guidelines for the device used in this case, which is intended for a maximum vessel diameter of 28 mm. Although no films were returned for evaluation, the diameter of the proximal neck was likely a contributing factor to the endoleak. As mentioned above, the device used in this procedure is not intended for a vessel larger 28 mm. We will continue to monitor for similar incidents.